Event description:
Patient undergoing esophagogastroduodenoscopy with peg (percutaneous endoscopic gastrostomy) tube insertion. The endoscope was passed into the stomach. The area was prepped and draped in a sterile fashion. Lidocaine was injected. Bubbles were seen in the syringe simultaneously as the needle entered the gastric lumen. The trocar needle introducer was then inserted. The needle was removed. A guide wire was advanced through the trocar and retrieved using a snare. The guide wire snare and endoscope were removed together; however, the snare broke and was found to be in the posterior pharynx. The endoscope was then reinserted into the posterior pharynx where the guide wire was retrieved using forceps and was withdrawn. A 20 french bard peg tube was then advanced down the guide wire using the push technique.

Event description:
In 2009, our international affiliate was notified of a complaint from a customer reporting that their 24" sub-q-set product, product lot number ur09g27074, was malformed. The needle dislodged in the patient's arm and remained there. X-rays had to be done although there was no surgery necessary at the time of the incident. However, the patient's physician is monitoring the patient. The patient was discharged home from the hospital. The problem was noted during use on the patient. No further information is available at this time although the sample has been reported as being available for evaluation.

Manufacturer narrative:
The sample has been requested.

Manufacturer narrative:
Additional information received by the local complaint coordinator is as follows: the needle was being used for infusion of medication and the nurse noticed the incident while she was injecting medication. The nurse removed the plastic piece and noticed that the needle was disconnected from the plastic part. The patient only felt a mild irritation when the incident occurred and there was no medical intervention or treatment other than having x-rays taken. Although it was reported that the patient's physician was going to monitor the patient, there are no updates on this. Evaluation results:the actual sample involved was received for evaluation purposes. The sample was visually inspected and it was identified that the 27 gauge cannula1-1/2"l needle was missing. Therefore, the reported condition was confirmed. A manufacturing batch record review was performed identifying that the lot involved with this incident was manufactured with satisfactory results, and there were no issues found with the manufacturing of the lot.